Event description:
During the peripherally inserted central catheter (PICC) line insertion procedure, the technician had difficulty with insertion. The stylet was removed and measured. While the stylet was held against the measuring tape, the tip of the stylet broke off. X-ray was performed to confirm no retained foreign object.